Manufacturer narrative:
H3, h6: the device, which was used in a procedure, was returned for evaluation. The evaluation was performed by the supplier and could confirm the customer complaint for the device has a damaged lens. A visual inspection was performed and showed the scope to have distal tip and fiber damage and a chipped compact lens. This damage is caused by contact with another source. A DHR review was performed and showed no ncmr's or deviations associated with the serial number. A review of the complaint history records for the listed part revealed no prior complaints for the listed serial number. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. No manufacturing related defects were observed.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product to look at. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated.

Manufacturer narrative:
Foreign post code - (B)(6).

Event description:
It was reported that, during a knee arthroscopy, the device had a damage of tip lens. There was not any back-up device available to complete the procedure. It is unknown how the procedure was finished. Neither surgical delay nor patient injuries have been stated.